Manufacturer narrative:
No evaluation possible at this time. The implants have not been returned nor has the identifying lot number been provided. Multiple attempts by alphatec manager of regional sales to obtain information and/or details concerning these events have been unsuccessful.

Event description:
Alphatec has been made aware of 3 possible cases of arsenal set screw back out approximately four to five weeks post-op.